Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were no audio alerts on the g5 mobile application. No additional patient or event information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.